Event description:
It was reported that during a surgical procedure it was found that delrin ball was missing which caused housing to open up. Nothing fell on the surgical site. He procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during a surgical procedure it was found that delrin ball was missing which caused housing to open up. Nothing fell on the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
This event was previously reported on (B)(4) 2014 under reference number 0001811755-2013-02710. Please refer to additional mfg narrative in section h for additional details it was reported that during a surgical procedure it was found that delrin ball was missing which caused housing to open up. Nothing fell on the surgical site. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
This event was previously reported on (B)(4) 2014 under reference number 0001811755-2013-02710. It was reported that the delrin ball was found missing by a manufacturer repair technician during visual inspection. Possible causes for this disassembly include wear due to extended use, mechanical damage, or degradation due to extended autoclaving. Correction: lot # is changed to reflect duplicate. Return date updated to reflect duplicate.

Manufacturer narrative:
The delrin ball was confirmed to be missing from the battery housing during evaluation. Based on similar complaints, possible causes of a missing delrin ball include wear and tear, mechanical damage to the delrin ball that can cause it to shatter, or degradation of the delrin ball due to extended autoclaving.